Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient stated that hip dislocated getting off of couch. He came to hospital and was seen by the dr.

Manufacturer narrative:
An event regarding "alleged dislocation" involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a material analysis was performed and concluded that ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert. This is a common damage mode of uhmwpe. No material or manufacturing defects were observed on the surfaces examined.¿ -medical records received and evaluation: a review of the undated x-ray and material analysis report by a clinical consultant indicated: ¿no clinical or past medical history, no primary or revision operative reports, no date of the primary surgery, and no patient demographics are available on this case. Based upon the material analysis report and information available for review, no determination can be made regarding the cause of the loss of taper lock and subsequent taper deformity with disassociation of the prosthetic head in this case. No material or manufacturing defects were observed in the material analysis report.¿ -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event nor the exact cause could not be confirmed as additional patient information such as clinical or past medical history, primary and revision operative reports, date of the primary surgery, patient demographics and full radiology reports are needed to complete the medical assessment. A review of the undated x-ray and material analysis report by the consulting clinician indicated ¿based upon the material analysis report and information available for review, no determination can be made regarding the cause of the loss of taper lock and subsequent taper deformity with disassociation of the prosthetic head in this case. No material or manufacturing defects were observed in the material analysis report.¿ no further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient stated that hip dislocated getting off of couch. He came to hospital and was seen by the dr.